Manufacturer narrative:
H6 - device code 1494: off-label use (under 21yrs of age at date of implant) should be added to the "initial" MDR. Claim #(B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found optic torn and haptic broken/bent to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Device code 1494: off-label use (acd < 3.0mm). (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -12.0/1.5/149 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Low vault was observed. On (B)(6) 2022 the lens was exchanged for a same model and size lens with different axis and the replacement lens resolved the problem. It was noted that the initial lens was vertical implanted.